Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the image is not displayed due to the failure of the printed circuit board. It has been approximately 9 years since the device was manufactured, leading to deterioration due to long-term use.

Manufacturer narrative:
The device was returned to olympus for evaluation. A full inspection of the device was performed. User report was confirmed, print circuit board failure was found, the power on switch was stuck, and device processor needed upgrade. User declined upgrade from software version 1.03 to 4.10. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use of a diagnostic procedure using the evis exera iii video system center, there was no clear image when using camera port at the front cable connector port. No patient harm or injury reported due to this malfunction.